Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. Unit passed displacement test and no unexpected low reservoir alarm noted. Unit had cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.